Event description:
It was reported there were telemetry issues with the device. It was stated that interference was reported and they ¿changed ins (implantable neurostimulator) to a new ins¿ and batteries in the clinician programmer but they still could not communicate with the ins. It was noted the fluoroscopy machine was turned off and the telemetry issue was resolved, however one ins was already discarded. Reference manufacturer report #3004209178-2013-16562.

Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID neu_unknown_lead, product type lead, product ID neu_unknown_prog, product type programmer, physician. (B)(4).